Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy pump displayed the error "no disposable, clamp tubing" while in use. It was reported that troubleshooting was unsuccessful and that the patient switched to their backup pump with no issues. It was reported that the medication was remodulin and was administered continuously via intravenous therapy. No adverse patient effects were reported